Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/5/2016 medical records received. Medical records reviewed. Revision surgical report noted a significant amount of cheesy type material, pseudotumor and leg length discrepancy. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 25, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 7/14/15- plaintiff's bpreliminary disclosure form was received, which identified part/lot information. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges pain, metallosis,and elevated metal ion levels.